Manufacturer narrative:
(B)(4). Evaluation summary: the rite volumetric specification is 774.00 - 821.00 ml and the rite volumetric test results were fill 1/829.2 ml, drain 1/829.1 ml, fill 2/822.6 ml, & drain 2/822.5 ml. The assignable cause of the reported problem and therapy monitor volume failed performance spec. Was determined to be cracked door piston.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.